Event description:
Add'l info received 8/27/99: the device was returned to MFR for analysis and was found to be within specification. Total implant duration time for the device was approx 28 mos. The device was implanted on 1997 and explanted on 1999.